Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2009-00125 for details regarding the first device. According to the complainant, prior to inserting the device into the scope, the orientation appeared twisted. The device was advanced into the scope and the tip was noted to be split as the device exited the end of the scope. The procedure was successfully completed with another device. No pt complications were reported as a result of this event. The pt's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.